Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the pump and insulin were exposed to temperatures outside of the normal operating temperature range; the pump user guide instructs the user that the pump is made for use within temperatures from 40 to 104 degrees fahrenheit. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels ranging from 50 mg/dl to 400 mg/dl with symptoms of diaphoresis, agitation, and dehydration. The reporter indicated treating the blood glucose levels with food and drink for low blood glucose levels and insulin via the pump for the high blood glucose levels. The reporter also indicated changing the insertion site related to the event. During a review of the event, the reporter indicated that the pump and insulin were exposed to temperatures exceeding 104 degrees fahrenheit which may have impacted the efficacy of the insulin. The reporter also indicated that the pump was exposed to x-ray at the airport. The pump was reviewed related to the complaint and found that the pump date was programmed incorrectly causing the pump¿s basal totals to be incorrect in the pump history; the pump¿s basal rate delivery history correctly reflected the pump¿s programmed basal rates. This report is made based on the allegation that the patient experienced erratic blood glucose levels which may have been contributed to by exposure of the pump and insulin to temperatures outside of normal use.